Manufacturer narrative:
The device (B)(4) has been inspected for investigation purpose. The tests performed confirmed that a damaged cable caused the issue. (B)(4).

Event description:
It has been reported that during a surgery, a software failure was detected. A communication error has been identified. A surgery delay has been reported between 1 hour and 90 minutes.